Event description:
It was reported that the 90-s probe flamed and sparked inside of the patient. When instrument was removed, the instrument continued to spark.

Manufacturer narrative:
Additional information will be reported once investigation is completed.